Event description:
During dressing change, the nurse looked away from insertion site to touch pump. When she looked back at insertion site, the catheter was broken and nurse was able to remove catheter. Nurse had removed steri-strips prior to looking away. No harm to infant. Entire catheter was removed without surgical intervention.

Manufacturer narrative:
Results - received one used sample for the investigation. Our quality engineer visually and microscopically inspected the returned sample and confirmed the catheter had an uneven break and there were cracks on the silicone molding. The device history was reviewed for the reported lot number and no irregularities were noted during the lot's manufacture. Conclusions - the engineer concluded that the catheter break was caused by some type of sharp object or instrument because the sample exhibited damaged jagged edges. The instructions for use state: do not grasp the catheter tightly with forceps. Forceps, clamps and sharp instruments can damage the catheter. Never place tape strips over the catheter tubing. This will compromise the strength and integrity of the tubing. The user is advised the catheters are fragile and must be handled with care. (B) (4).